Manufacturer narrative:
Blocks a3, b5, and h10 have been updated with the additional information received on (B)(6), 2023. Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a04 captures the reportable event of stent cover damaged. Imdrf impact code f2301 captures the reportable event of additional device required to remove the stent.

Event description:
It was reported to boston scientific corporation on (B)(6), 2023, that a wallflex biliary stent was to be implanted in the bile duct to cover the hole of the biliary wall during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2023. During the procedure, the stent was successfully deployed; however, when contrast was injected to verify if the hole in the bile duct was covered, leakage of the contrast was noted. The stent was removed and upon inspection it was noted that there were some holes on the stent cover. The procedure was completed using another axios stent. There were no patient complications as a result of this event. Note: it was reported that the wallflex biliary stent was intended to be placed to cover the hole of the biliary wall. However, per the wallflex biliary rx fully covered stent system instructions for use, the stent is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for treatment of benign biliary strictures. The device is not indicated to be placed to cover a hole. Additional information received on (B)(6), 2023. It was reported that the stent was removed from the patient using forceps. The patient's anatomy was tortuous and was not dilated prior to stent placement.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of stent cover damaged. Imdrf impact code f2301 captures the reportable event of additional device required to remove the stent.

Event description:
It was reported to boston scientific corporation on july 13, 2023, that a wallflex biliary stent was to be implanted in the bile duct to cover the hole of the biliary wall during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the stent was successfully deployed; however, when contrast was injected to verify if the hole in the bile duct was covered, leakage of the contrast was noted. The stent was removed and upon inspection it was noted that there were some holes on the stent cover. The procedure was completed using another axios stent. There were no patient complications as a result of this event. Note: it was reported that the wallflex biliary stent was intended to be placed to cover the hole of the biliary wall. However, per the wallflex biliary rx fully covered stent system instructions for use, the stent is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for treatment of benign biliary strictures. The device is not indicated to be placed to cover a hole.